Manufacturer narrative:
Date sent to FDA: 11/11/2019 additional h6 patient code: 3189 - surgical intervention. Additional b5 narrative: it was reported that the patient experience pain, scarring and hernia. It was reported patient underwent mesh revision on (B)(6) 2014 and (B)(6) 2015. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Manufacturer narrative:
Additional b5 narrative: it was reported that following insertion the patient abdominal pain and recurrent hernia.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.